Event description:
According to the reporter, this is the second of two capsules that have detached before the procedure ended. There was no patient or user harm due to the alleged device malfunction. The customer has used capsules from the same lot on other patients with no issues. The device was discarded and will not be returned for investigation. The physician wants to try to use a digitrapper for a third test. The study was received and the capsule appears to fall into the stomach about 1 hour into recording. A replacement capsule was requested due to the failed study.

Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 23:44 hours as opposed to the recommended study time of 48 or 96 hours. The ph level dropped below 4 ph approximately 15 minutes after the procedure started. This would most likely indicate the capsule detaching prior to the end of the procedure. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this is the second of two capsules that have detached before the procedure ended. There was no patient or user harm due to the alleged device malfunction. The customer has used capsules from the same lot on other patients with no issues. The device was discarded and will not be returned for investigation. The physician wants to try to use a digitrapper for a third test. The study was received and the capsule appears to fall into the stomach about 1 hour into recording. A replacement capsule was requested due to the failed study.